Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device tube and membrane switch were replaced.

Event description:
It was reported that the device was leaking and the tubing was cracked. There was no patient involvement.